Event description:
A physician reported that a 2 year-old child developed acquired factor 5 deficiency associated with gelfoam sterile sponge and topical thrombin. The child underwent a fontan procedure approx 19jul99 and gelfoam and topical thrombin were used for hemostasis during this surgery. 0n 25july99, the child underwent an emergency aortic thrombectomy with the use of gelfoam and topical thrombin again. Bleeding during both surgeries was controlled. Factor 5 antibody began to develop between 28jul99 and 02aug99 and factor 5 antibody was confirmed 02aug99. Heparin was discontinued until the factor 5 returned to normal. On 09aug99, pt and ptt were within normal limits. The child recovered completely. The physician was not certain if gelfoam or topical thrombin were the cause of the event. No further details were provided. The reporting physician stated that he would contact the MFR of topical thrombin and indicated that he was also sending this info via the medwatch system to the FDA.